Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 pockets were broken and had narcotics. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 pocket c5 had broken. A field service engineer (fse) worked with the customer to address a broken cubie lid issue. The cubie was removed using hardware test application (hta), and a new one was loaded, but the system failed to register it, preventing unload/reload. Cubie pockets in main 3.1, rows c and d, were found failed. A remote fix attempt was unsuccessful, prompting an on-site visit. The issue was verified, confirming failures in cubies d5 and c3. C3 was replaced, the retractor band and rowboard cable were reseated. The user reloaded narcotics into the device. A registered pharmacist later completed the cubie recovery. The drawer was tested in hta, and the customer performed inventory. The system functioned as intended after the field service engineer repaired the device.